Event description:
The manufacturer received information alleging a ventilator was leaking air. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board subassembly was replaced to address the issue.